Event description:
It was reported that during a routine review held in 2008, it was found that 9 of the 12 electrode channels have hi impedances. The pt vocalizes more when the system is on and working. The pt's mother has noticed that the pt has been producing a high-pitched scream in the last couple of weeks, which is a change in her reactions and vocalizations. The pt does have a history of head-banging and is a frequent faller. No specific trauma has been linked to the change in implant function. However, in the last couple of weeks, the pt has fallen off a slide and a window sill. No injury was observed at the implant site on these occasions, however, there was bruising towards her face.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.